Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella rp support due to having reduced right ventricle function. While on support, the patient developed a deep vein thrombus distal to the rp access site. Heparin was not started until 16 hours after the impella implant. Heparin was provided and support continued. Additionally, the pump was found to be too deep, however the physician did not want to reposition because the pump had good flows. Furthermore, the placement signal was no longer reading reliable. Support was continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation into the optical signal issue, the thrombus and the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Per the data log review, the root cause of the optical signal issue was determined to be most likely sensor silicone wear. The root cause of the positioning issue was use related to improper technique since the pump was placed deep per the provided information. Per the data log investigation, the root cause of the low pump flow issue was biomaterial due to improper anticoagulation and maintaining low act's.

Manufacturer narrative:
A5 ethnicity updated. B1 updated with product problem. D4 model number updated. D6a/d6b updated with additional information. D9 device returned to manufacturer date added. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. F6 and f8 should have been left blank. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-06943 h6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-06943.